Event description:
The customer returned the product for beeping when no cartridge was loaded, indicating 'service due 06. During device evaluation, a double beep alarm - no cassette attached and software update was identified. There was no reported patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified no previous related repairs. The customer¿s issue was confirmed. The downstream occlusion (dso) sensor and cassette detection were replaced. The device then passed all testing criteria.